Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, the inflation device was reading inaccurately. The physician was treating a lesion located in the distal left circumflex (lcx) artery with an unspecified balloon. On the first inflation, the inflation unit was pressurized and the balloon began to inflate. At 4atms, the needle on the gauge of the encore unit stopped, however, pressurization continued and the balloon continued to inflate. They were able to deflate the balloon and remove the device from the patient intact without any difficulties. The balloon did not rupture. The procedure was completed with another encore inflation unit. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the original packaging, therefore batch details could not be confirmed. The unit was tested for gauge accuracy and leaks. The unit passed these tests meeting specification. The encore device was inflated to 26atm during analysis without any issues. There were no issues noted with the gauge or the device during inflation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, the inflation device was reading inaccurately. The physician was treating a lesion located in the distal left circumflex (lcx) artery with an unspecified balloon. On the first inflation, the inflation unit was pressurized and the balloon began to inflate. At 4atms, the needle on the gauge of the encore unit stopped, however, pressurization continued and the balloon continued to inflate. They were able to deflate the balloon and remove the device from the patient intact without any difficulties. The balloon did not rupture. The procedure was completed with another encore inflation unit. There were no reported patient complications. The patient status is listed as "good".